Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
It was reported that the police thought a pt in one of the beds cut the monitoring cable of another patient which then led to the death of the pt. The equipment did not malfunction but the pt was not monitored for a time, which could have contributed to the event.